Event description:
Caller reported a display issue with the pump, "even though the screen was not shattered there is a shattered pattern". There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.